Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The physician scheduled the patient for lead revision. Additional information received, it was noted that this lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Per 005635, testing leads, adapters, and accessories, leads returned with a linked pi that contain a p611 or p613 as one of the observation codes do not require testing or analysis unless there is an accompanying axxx observation code.